Event description:
It was reported that the patient experienced increased spasticity and less than 50% therapy relief. It was unknown when the event began. A dye study and a rotor study were performed. The dye study showed a catheter leak. It was also reported that there was a catheter break. A catheter revision surgery took place on 2015 (B)(6). The location of the catheter issue was unclear. When the doctor opened the spinal incision, there was an obvious cerebrospinal fluid (csf) leak. The doctor was not sure if the leak was from a hole in the catheter or somewhere surrounding the catheter. The catheter was completely explanted and replaced. There were no segments of the old catheter left in the intrathecal space. The product issue was resolved. The device system delivered lioresal 2000 mcg/ml. Following the replacement the dose was reduced from 951 mcg/day to 475 mcg/day. The patient recovered without sequelae and was doing fine.

Manufacturer narrative:
Upon device return, analysis of one catheter segment ((B)(4)) found a hole or a tear in the catheter body which was caused by the connector pin (result code 180). Analysis of the second catheter segment ((B)(4)) determined that damage had occurred to the catheter body and/or the guidewire during the implant procedure. Previously reported result code no longer applies to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8590-9, lot# n273249, implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.